Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that the quality controls (qc) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed dirty cuvettes due to oil bath contamination. The cse performed maintenance, which consisted of draining, cleaning, and refilling the oil bath on the instrument, which resolved the issue. Then, the cse ran qc, which recovered within acceptable ranges. A siemens specialist further reviewed the information provided by the customer and determined that routine service was required on the instrument, which potentially contributed to the discordant, falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) patient results were obtained on two patient samples on the advia 1800 instrument. Due to the anion gap results obtained on these samples, the discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting in lower results. The repeat results were reported, as the correct results, to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.